Manufacturer narrative:
D4: the UDI number is not known as the lot number was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Navitor mentioned in b5 is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision (serial: (B)(6) was chosen utilizing small flexnav for valve in valve implantation into a failed non-abbott edwards inspirus resiia surgical valve. The aortic angle was 57 degrees. Basilica technique was performed on the left coronary cusp to protect the coronary artery. The navitor was then positioned 3mm below the visible margin of the non-abbott surgical valve in order to avoid interaction with mitral valve. The valve was deployed at a depth of 3mm non-coronary cusp (ncc) and 2mm left coronary cusp (lcc). When the delivery system was being retracted, the nose cone caught the bottom of the navitor frame, causing it to migrated aortic direction to approximately 13-15mm above annulus. The valve was snared and held stable in position while a non-abbott edwards sapien valve was delivery and deployed without issue. The patient was reported to be stable throughout the procedure and remains stable.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult device removal was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported difficult device removal could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: patient presented with a previously replaced aortic and mitral valve. The aortic angle was 57 degrees. Annulus perimeter at 30% phase was about 67.8mm. Pre-dilation was performed with balloon not exceeding minimum diameter. The navitor was then positioned 3mm below the visible margin of the non-abbott surgical valve on the right coronary cusp, and approximately 2mm on the left coronary cusp in order to avoid interaction with mitral valve. The valve was snared and held stable in position while a non-abbott edwards sapien valve was delivered and deployed without issue within the proximal 1-2 mm of the navitor valve inflow. The patient was reported to be stable throughout the procedure and is discharged.